Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt dizzy, fell and broke their wrist. The health care professional (hcp) was unable to read the device data associated with that event but noted there was one yellow collection wave. This crt-p was subsequently explanted and replaced prophylactically. No additional adverse patient effects were reported. This crt-p was received for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.